Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the patient was female and was in the intensive care unit. The catheter was in place and the following drugs were being infused: difenilhidantoina, fentanilo, midazolam, vercuromio, dopamina, noradrenalina, ampicilina sulbactam, dexametazona, omeprazole and parenteral nutrition. It was noted that there was a communication between the lumens. There was no reported complications to the patient and no available details of how this issue was noticed. The catheter was exchanged.